Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that some indicators of the subject device turned to the black during unspecified therapeutic procedure. The user pressed the display mode switch but the issue was not resolved. The user kept to use the subject device and completed the procedure. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. At the incoming inspection for the repair, olympus china checked the subject device, but the reported phenomenon could not be duplicated. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus china, omsc surmised there was the possibility this phenomenon was attributed to the switch failure on the front panel of the subject device or the signal processing board failure of the subject device which it had made the not switching on the display. If additional information becomes available, this report will be supplemented.